Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge alarms occurred during basal delivery and the load sequence with multiple cartridges. The customer's blood glucose level was approximately 160 mg/dl. Reportedly, the customer cleared the alarms and resumed insulin therapy.